Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer presence of liquid spill in the pneumatic back-plane was found. The pcb was replaced and after successful tests the ventilator was sent back in service. Pneumatic back-plane is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 cell/sensor. A visual inspection confirms the reported corrosion/liquid spill problem. The pcb were not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to environmental conditions.

Event description:
During the inspection of the ventilator, it was discovered that the printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.